Event description:
The customer along with a registered nurse called stating the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 462 mg/dl. The nurse stated, the customer sometimes uses the infusion sets for five days, not the recommended two to three days. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. Advised the customer's mother that the insulin pump passed all the troubleshooting tests. The customer requested additional training on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.